Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was explanted due to suspected motor stall. No rotor study or dye study was performed. The patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine via an implanted pump; the concentration and dose were unknown by the reporter. The indication for pump use was non-malignant pain and failed back surgery syndrome. On 03-mar-2016 it was reported that on (B)(6) 2016 the pump was alarming. Per the patient, the ¿pump alarm went off and the amount of morphine that was getting to me wasn¿t enough, so I was going through withdrawal¿. When the hcp (healthcare professional) withdrew the morphine and clonidine, he was supposed to get 4.8 cc, but he got 16.5 cc. On (B)(6) 2016 they wanted to turn the pump off and put the patient on butran¿s patch.

Manufacturer narrative:
Analysis of the pump revealed corrosion and wear on the gear train. Gear wheel three had missing teeth and corrosion. A motor stall was confirmed and it was due to the shaft/bearing. The pump had been programmed to deliver 175 mcg/ml clonidine at 17.49 mcg/day and 10 mg/ml morphine at 0.999 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.